Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and the customer changed the set 5 times. The customer had a high blood glucose reading of 550 mg/dl. The alarm was resolved with the set change. The customer was given a 8 mm metal needle infusion set to try. The customer reported that after an hour that there was no insulin about a quarter inch from the insertion site. The cannula was not bent or damaged. The insulin pump alarmed again for no delivery and the customer had a high blood glucose of 300 mg/dl. The alarm was resolved with a complete set change. The customer rotates insertion sites.